Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through several steps, including removing the cartridge, checking the o-ring, and cleaning the pneumatic tap area. The customer successfully reattached the cartridge and completed the load process, resuming insulin usage.